Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s (B)(6), 300-20-02 - equinox square torque define screw drive kit (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 74 yo female patient, who had a left shoulder implanted, underwent a revision procedure approximately 10 years 6 months post the initial procedure. The revision occurred due to infection. Everything was removed. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were unable to be obtained. The explanted devices are not available for return as they were disposed of by the hospital. No device images were able to be obtained. No further information.